Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported a problem when the system was installed, that the battery was put in backwards, and the patient was very upset. She had a second surgery on (B)(6) 2014 and had a full charge on (B)(6) 2014.

Event description:
It was reported that there was a coupling problem. The patient had had issues trying to charge since the implant (which was the month of the report). It was initially thought it was user error but the reporter had tried to get charging coupling and was getting zero boxes. It felt like the device was at an appropriate depth. The clinician programmer was saying the device was discharged. It was further reported that the implantable neurostimulator (ins) might be flipped but it was not confirmed at the time of the report. The doctor would take x-rays of the ins to determine if it was flipped. It was then reported that, after looking at x-ray images, the implant appeared to have been flipped. It was further reported that ap and lateral x-rays determined the device was flipped. The recharging frequency did not match since the patient was never able to recharge. The surgery would likely occur the week after the report. It was later reported that the patient was taken to the operating room and the ins was reoriented. After the surgery, she was getting 6/8 coupling bars and doing well.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).